Event description:
The customer contacted stryker to report that their device was power off randomly. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was power off randomly. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A stryker software engineer evaluated the device logs and verified the reported issue. The device was further evaluated by a stryker product analysis center (pac) technician. The pac technician was not able to duplicate the reported issue. A conclusive root cause of this reported issue could not be determined. The device was archived by stryker.